Manufacturer narrative:
(B)(4). The customer reported the unit does not charge the battery/low battery. No pt involvement was reported. A philips fse evaluated the device and verified the failure. The issue was diagnosed as a ac power supply failure. The ac power supply was replaced to resolve the issue. The device remains at the customer site.

Event description:
The customer reported the unit does not charge the battery/low battery. No pt involvement was reported.